Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a cataract extraction with intraocular lens (iol) implant procedure, opaque iol noted after 10 years of implantation in eye.

Manufacturer narrative:
The product was not returned for analysis. Provided first photograph presents a monofocal pciol visible through a dilated round pupil. Anterior iol surface opacities are apparent from approximately the 5:00 to 7:00 o¿clock extending from 1 -2 mm from the edge of the lens. The appearance of these opacites likely represents lens epithelial cell on-growth (lecog). Additionally, this lens appears to be clouded throughout the entire lens. Provided second photograph presents what appears to be an identical, or if not a very similar, photograph to the photo described above. The significant findings presented in this photograph represent the same as stated above. Provided thirds presents a monofocal posterior chamber intraocular lens (pciol) through a dilated pupil. The lens appears centered, the lens is clear without any posterior or anterior opacification. Based on observation of the attached photo, an opaque or cloud is observed on one iol and a clear iol in the other picture. Additionally, the eye with the cloudy lens appears to have lens epithelial cell on-growth (lecog). Root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).